Event description:
Healthcare professional reports printer emitted smoke and then no longer functioned. This event occurred outside the united states during conduct of a pharmaceutical clinical trial. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Method - actual device not evaluated. Results: no results available since no eval performed. Conclusion - unable to confirm complaint. The printer and the label maker are not manufactured by itc. Itc has requested all data required for form 3500a. Fields for which data was not obtainable or are not applicable are intentionally left blank.